Event description:
A caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump and caused it to shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer to use multiple daily injections (mdi) as a backup therapy.